Manufacturer narrative:
Block d2b: additional pro code: qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al10007071, model/catalog description: 1201, unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k): p190006.

Event description:
It was reported that the patient with the neurostimulator had a red light on their remote during the MRI readiness check. The patient advised they had a solid red light on their remote in february while conducting an MRI readiness check but the light was able to clear. It was advised to the patient that it is not safe to move forward with an MRI at this time. The patient had a revision procedure for the system. There were no patient complications reported.